Manufacturer narrative:
Intuitive surgical inc. (Isi), has not received the da vinci product with an alleged issue to perform failure analysis.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the vessel sealer extend blade had fallen off. The user completed the procedure using a backup vessel sealer extend with no further issue reported. No fragment fell inside the patient. No known impact or patient consequence was reported.

Manufacturer narrative:
Correction- h8 updated to indicate initial use of device. D4 updated to include lot/batch number. Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The vessel sealer extend (vse) instrument was analyzed and visual inspection displayed no signs of physical damage. The blade was still intact. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The jaws opened and closed properly. The instrument cut and sealed without any issues on 2 of 2 attempts. The instrument passed the electric continuity test. There was no problem detected.. The complaint regarding blade had fallen off the instrument, was not confirmed by failure analysis. The probable root cause of the customer reported complaint is not determinable since the issue was not confirmed or reproduced.

Event description:
Refer to h11 for follow-up information.